Manufacturer narrative:
Manufacturer's investigation conclusion: the reported power and flow elevations were confirmed within the submitted log file. While the majority of these events were captured during pulsatility index (pi) events, a specific cause for the elevations could not be determined. The submitted log file, which contained data from 25mar2021 to 04may2021, showed power elevations on 25apr2021, 26apr2021 and 02may2021-04may2021. The majority of these elevated powers were captured during pi events. There were no other notable findings. Speed remained at or above the low speed limit for the duration of the log file and the pump appeared to function as intended. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No additional related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU addresses pump speed, power, and flow and explains that pump power is a direct measurement of motor voltage and current and that changes in pump speed, flow, or physiological demand can affect pump power. Section 4 ¿system monitor¿ explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient presented with intermitted high flows/high watts which were associated with pulsatility index events. Log file analysis captured elevated flows which were above normal parameters. This was noted to be due to possible buildup on the rotor of the pump.